Event description:
Sheath aspiration difficulty due to clot. The report received indicated that the sheath was unable to be aspirated during procedure. Additional information indicated that the difficulty was due to a clot. The device had been in place for approximately 10 minutes and identified at the end of the procedure during a pre groin shot. There was no report of patient injury. Further information indicated that the sheath was flushed at the beginning and at the end of the procedure and there were no anomalies noted during prepping of the sheath.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Add'l information will be submitted within 30 days upon receipt.